Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it was reportedly discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from new zealand, this 11400m29 valve was explanted from the mitral position after two (2) days due to a suture torn, which led into paravalvular leak. As reported, there was nothing wrong with the valve, however one of the pledgets on the atrial side tore through, resulting in a leak. As per surgeon opinion, it was believed to be related to implant method. A non-edwards valve was implanted in replacement, and the patient was noted as to be in stable condition.